Event description:
In 08/2000 retrospective data collection effort of perma-seal graft experience conducted by the distributor, a surgeon user reported the following: in one patient, there was one infection. The infection was noted to be related to dialysis access. There was no other information regarding pt selection, peri-operative management, or graft handling.